Event description:
Patient underwent ecrp for calculus of bile duct using olympus duodenoscope. Plastic stent deployed into the common bile duct. Difficulty removing the guide wire and suture from the stent. With persistence, they were removed (surgical intervention averted). There was no consequence or harm to the patient.